Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with an emergency room visit and glucagon. The customer reported a blood glucose value of 40 mg/dl. Troubleshooting was performed. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040ma, unomedical. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The event involved product(s) mmt-332a, mmt-1884l, mmt-7040ma, unomedical. The customer alleges the pump was over-delivering. No further patient complications were reported. No product return is required for mmt-332a. The customer will discontinue the use of the pump. Mmt-1884l was requested and the customer response was the device will be returned. No product return was required for mmt-7040ma. No product return was required for unomedical. The customer does not believe the pump is over-delivering. The reservoir was showing less insulin than shown on status. No further patient complications were reported. No product return was required for mmt-332a. Mmt-1884l was requested and the customer response was the device will be returned. No product return was required for mmt-7040ma. No product return was required for unomedical. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040ma- snsr

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked case behind the pump at the battery compartment and cracked battery tube threads during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.6 mv). In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.